Event description:
Dlr states on rollator model 65650, lot code mx130315 that the bar under the seat going from side to side snapped right next to the weld while consumer was just walking along with the rollator. (B)(4).